Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the event involved a patient, and 168cm. While in the operating room (or) the intra-aortic balloon (iab) was prepped and when inserting the iab through the sheath, they noticed a leak where the balloon transitions to the catheter. As a result the iab was removed and a new iab was inserted into the same insertion site, left femoral artery. There was a two minute delay / interruption in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as: patient at home.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. There was no confirmed product failure with the returned. The reported complaint of "leak where the balloon transitions to the catheter" is not confirmed. The sample, with the returned peel-a-way sheath, was inserted into a t-tube and backpressure was applied. The iab hemostasis cuff did not leak and no abnormalities were noted. The device passed functional testing therefore the root cause of the complaint is undetermined. A device history record (DHR) review was not performed. Teleflex will continue to monitor for any trends.

Event description:
It has been reported that the event involved a patient, and 168cm. While in the operating room (or) the intra-aortic balloon (iab) was prepped and when inserting the iab through the sheath, they noticed a leak where the balloon transitions to the catheter. As a result the iab was removed and a new iab was inserted into the same insertion site, left femoral artery. There was a two minute delay / interruption in intra-aortic balloon pump (iabp) therapy. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is listed as: patient at home.